Event description:
Customer reported an error code 424. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended. (B) (4).